Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 0 and pump casing issues were verified and a different issue was identified (malfunction 1).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and subsequently a malfunction alarm occurred. Additionally, it was reported that the cartridge loading area was "corded". Customer's blood glucose level was 388 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.